Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found an integrated circuit anomaly resulted in a premature battery depletion.

Event description:
It was reported that the pulse generator exhibited a high current drain.